Manufacturer narrative:
Concomitant medical products: battery 9735773 48v s8 svc. A medtronic representative went to the site to test the equipment. It was reported that the battery of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that during inspection, the power suddenly turned off. When a self-check was performed, the battery was not charged. A replacement of the battery was scheduled. There was no patient present.